Event description:
Customer reported unexpected negative results on a patient sample tested on echo. The patient had a history of anti-s. Customer is performing validation studies.

Manufacturer narrative:
Reactivity of the s antigen was confirmed using retention crrs(3), lot r039 and crrid, lot id111, on the in-house echo. Returned crrid was not tested; the product expired when it was received. The returned samples were not tested on an in-house echo as the plasma exhibited 3+ hemolysis. The sample was tested by manual capture using the same reagent lots that were tested on the echo. All cells were nonreactive. The sample was tested by tube hemagglutination test using panoscreen I, ii and iii, lot 04238 with immuadd as the potentiator. A room temperature incubation was included. Very weak to weak reactivity was observed only at the indirect antiglobulin test phase.